Event description:
I'm not sure if this has been reported, in discussion last night I was informed by my team that in an organ procurement performed this weekend (B)(6) that the preservation solution was foul smelling when the bags were opened, cultures of the preservation solution were obtained and have grown gram negative rods per our opo lifegift the lot numbers for the sps solution are pbr-0060-386 and pbr-0074-332 our pt (liver transplant) is doing well currently and the organ was "washed" with antibiotic containing before repackaging and transplant. This event obviously is similar to the events of (B)(6) involving a recall of this solution are quite concerning regarding the safety of the solution. Please call if you have questions. (B)(6). Therapy start date: (B)(6) 2017. Therapy end date: (B)(6) 2017. Diagnosis or reason for use: preservation solution for organ transplant.